Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) came out damaged, broken from the optics at the time of implant. A backup lens was used to complete the procedure. Additional information was requested.